Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009, inratio: 5.9, lab: 1.6.

Manufacturer narrative:
On (B) (6) 2009: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 5.9, lab: 1.6, mean: 3.8, confidence limits: 2.3-5.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Hence, this would be subject to strips accuracy and/or precision testing as part of the complaint investigation when the meter is returned. No serial number provided and no indication that the meter will be returned. If meter is not returned, no further investigation will be possible.